Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. A portion of the extender tubing was also returned cut without the male leur. Three kinks were found on the catheter tubing approximately 29cm, 43.2cm and 75.9cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure signal was disturbed on the monitor of the cardiosave intra-aortic balloon pump (iabp). It was confirmed that there was no abnormality in the sensor module of the iabp. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site full name: (B)(6) hospital. Event site postal code: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).